Manufacturer narrative:
Balloon valvuloplasty is performed to open up the stenotic valve prior to thv deployment. Regurgitation after bav is not uncommon and may vary in severity. Typically, this is resolved by deployment of the new valve. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. These patients may require hemodynamic support if they are symptomatic to new regurgitation and significant hypotension may result. Intra-operative hypotension is very common during the tavr procedure and is treated with standard therapies, including vasoactive drugs. It is not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In this case, the balloon aortic valvuloplasty (bav) procedure itself caused the reported ar and subsequent hypotension which resolved after the deployment of the valve. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, during a transfemoral tavr procedure, post bav, the patient had acute aortic regurgitation (ar) and became hypotensive, requiring percutaneous cardiopulmonary support (pcps). At the beginning of the procedure, the patient's blood pressure (bp) was 110/50 mmhg with an ejection fraction of 37%. After bav with a 25mm bav catheter, the blood pressure did not increase from the 30s mmhg. After administration of norepinephrine, cardiac massage was initiated and pcps was prepared. Temporary pacing rate was set at 80ppm. A 26mm sapien xt valve was implanted with nominal volume under pcps. Moderate paravalvular leak (pvl) was observed circumferentially after implantation. Post dilation was performed with additional 2ml and the plv decreased to mild. Pcps was weaned off and the temporary pacemaker was removed, the procedure was completed. It was felt that the hypotension was caused by the acute ar due to bav.